Manufacturer narrative:
The device was returned for investigation. The investigation, carried out at the manufacturing, did not identify any error or malfunction, despite the device ran for one week and it was cooled down and heated up several times. The claimed failure could not be reproduced. Since the reported issue could not be reproduced, no root cause could be identified.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in chattanooga, tennessee. This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. The device was removed from service and has been requested for return to livanova (B)(4) for further investigation. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t did not heat adequately on the patient side during a procedure. There was no report of patient injury.